Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after cardioversion, sensing and pacing issues were suspected. Normal functionality was restored after about 30 minutes. Cardioversion was performed in anterior - posterior configuration using a synchronous biphasic shock of 150 joule. According to the reporter, the device appears to be vulnerable for cardioversion. Preliminary analysis revealed that the reported behavior was most probably related to electromagnetic interferences (emi) linked to the cardioversion.

Event description:
Reportedly, after cardioversion, sensing and pacing issues were suspected. Normal functionality was restored after about 30 minutes. Cardioversion was performed in anterior - posterior configuration using a synchronous biphasic shock of 150 joule. According to the reporter, the device appears to be vulnerable for cardioversion.

Manufacturer narrative:
Please refer to the attached analysis report.